Manufacturer narrative:
D3. Manufacturer email: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the foot pedal is not working. The procedure was not completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.